Event description:
It was reported that during device change-out, an insulation anomaly was observed. No electrical anomalies were detected. The lead was repaired and remains implanted. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.